Manufacturer narrative:
(B)(4)

Event description:
A philips bench technician reported that the etco2 pump is fluctuating its airflow, high and low was off during testing. There was no patient involvement.